Event description:
The manufacturer received information alleging a ventilator was causing a concentrator's flow to drop when it was connected to the device. The patient was taken to the hospital. The patient recovered and returned to her baseline condition. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The customer's complaint could not be duplicated. No obstructions or defects of the ventilator's low flow oxygen connector were observed. The manufacturer concludes the ventilator did not cause or contribute to reported event.